Event description:
It was reported that at the end of the implant procedure, lead dislodgement was observed. The lead was replaced when repositioning was unsuccessful. No adverse consequences were reported after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.